Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient experienced loss of consciousness and bit her tongue. The patient´s daughter found the patient unconscious on the floor and called the paramedics. The patient was treated by the paramedics with IV glucose. At some unspecified time of the event the cgm was reading 11.3 mmol/l and the blood glucose reading was 9.3 mmol/l. The patient fully recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.